Event description:
Customer reported to have excessive sensor failure. Customer reported of having blood glucose of 40 mg/dl and 50 mg/dl. Customer reported to have received sensor failure. Customer reported that when attempting to attach sensor via serter, the sensor fell apart and needle hub stayed in serter and has been full of blood. During troubleshooting, test plug was performed on the transmitter and plug passed. After troubleshooting, customer was advised that sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.